Manufacturer narrative:
Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was prolonged healing of the incision and a hematoma developed. The patient was admitted with a fever, shortness of breath, and there was erythema and warmth of the device pocket. There was a concern for a pocket infection and blood cultures grew escherichia coli. The implantable cardioverter defibrillator system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.